Event description:
A surgeon reported that after injecting viscoelastic into the eye during a cataract extraction procedure, the phacoemulsification tip became clogged and the shaft became heated. It was reported that the patient sustained a corneal thermal burn. The wound was closed with three sutures which were placed temporally. The patient also had a bandage contact lens post operatively. Additional information has been requested.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).